Event description:
Capsular contracture, pain, and swelling in right breast, severe muscle weakness, loss of muscle tone (includes bowel and bladder), swallowing difficulty (had esophagus stretched shortly after implant), hashimotos 9 months after implant, fibromyalgia 9 months after implant. Vitiligo shortly after implant, (loss of skin pigment on both of my shins 1 1/2 inches x 3 inches both legs most of the color has filled back in now with treatment from dermatologist but left white dots). Involuntary muscle movements, muscle tremors (body seizures). Bladder retention, massive brain fog, confusion, trouble with word recall, loss of sex drive, loss of feeling, several areas of skin and clitoris. Shallow breathing, overwhelming fatigue, adrenal issues, feel heaviness on my chest, hard to breathe. Night sweats, joint pain and stiffness, unexplainable itching, (no dermatologist, naturopath, special diet, or doctor could figure out).